Manufacturer narrative:
An event of heart block requiring pacemaker implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Event description:
Clinical study patient ID: (B)(6). It was reported that a 25mm navitor valve was implanted on (B)(6) 2022. Post implant the patient developed a complete heart block requiring a pacemaker implant. The patient was reported to be in stable condition.